Manufacturer narrative:
Results: the penumbra system jet7 reperfusion catheter (jet7) was undamaged. Conclusions: evaluation of the returned jet7 revealed an undamaged device. The reported complaint could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff opened a penumbra system jet7 kit and noticed that the penumbra system jet 7 reperfusion catheter (jet7) appeared to be kinked. The damaged jet7 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68).